Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump temporary basal rate was set to 14 percent, however, customer reported to have not used the temporary basal rate function. There was no reported impact to customer's blood glucose. Reportedly the customer continued to use the pump for insulin therapy.